Event description:
Advanced bionics was made aware that the pt suffered a head trauma. After the trauma the pt could not hear with the implant. External equipment was exchanged; however, lock could not be established with the pt's internal device. The pt was advised to consult the implant surgeon.